Event description:
Info received from our (B)(4) affiliate. This info indicates a patient (pt) experienced acanthamoeba od while wearing acuvue clear contact lenses (cl). The pt wore the lenses on a daily wear and biweekly replacement schedule. The pt used renu multi-purpose solution to clean/disinfect lenses. Our affiliate reported the following : the pt used acuvue clear for the first time without being fit in the lenses. The pt experienced redness and pain od. The injury occurred in (B)(6) 2012, on (B)(6) 2012, the pt consulted an eye care professional (ecp) and was diagnosed with "corneal edema caused by acanthamoeba" od. The pt was prescribed "zymar 1 drop each 2 hrs (pt yet is using), prediffort 2 drops each 2 hrs (used by 1 day), mednicyl 1 drop each 8 hrs (used by 1 day), vigadexa 1 drop each 4 hrs (used by 45 days)". No other dates of service provided. The report stated that the pt experienced permanent damage or permanent loss of visual acuity; the visual acuity was not provided. The pt was "without vision on od". Numerous unsuccessful attempts have been made to collect additional clinical info.

Manufacturer narrative:
The suspect product is not available for return. A device history review was performed. Lot 3532180103 was produced under normal mfg conditions. The batch record did not show any abnormalities in monomer and solution testing. All parameters were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable events and trends are reviewed in quarterly franchise mgmt review meetings. Device labeling single reuse. No conclusion can be drawn. Device not returned. No eval will be performed.